Event description:
Customer called to report that the coulter ac t diff analyzer white blood cell (wbc) bath overflowed, then leaked onto the counter. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) assisted customer with troubleshooting and instructed customer to ensure that the waste line to the sink was clear. Customer did not want to troubleshoot any further, and the cts generated a service request.

Manufacturer narrative:
The field service engineer (fse) inspected the instrument, but did not observe any active leaks and could not confirm the bath overflow. The fse cleaned the baths, then replaced the diluent filters, vacuum isolator chamber (vic) and the pump tubing. The fse then adjusted the hemoglobin gain to 3699, and performed clog detection, which was verified by performing an instrument startup and quality control (qc) run. These services were incidental and unrelated to leak, as the cause of the leak issue could not be determined. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. (B)(4).